Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway.

Event description:
It was reported that during removal of the pta balloon dilatation catheter the balloon appeared to have unraveled. The device was used for dilatation of the left brachiocephalic vein. A wall stent was present near the treatment site. There was no reported patient injury.